Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable cobas integra glucose hk gen. 3 results for one patient tested on a cobas 8000 cobas c 502 module. The initial cobas integra glucose hk gen. 3 result was 4 mg/dl. The repeat result on the same sample was 94 mg/dl. The repeat result was deemed correct and reported to the physician. The reagent lot number was 60356401 and the expiration date is 31-mar-2023.

Manufacturer narrative:
Calibration data from (B)(6) 2018 to (B)(6) 2022 was provided and was acceptable. Quality controls were within range. As calibration and control data are acceptable, a general reagent issue can be ruled out. The sample reaction data was reviewed and it appeared that no reaction took place or no sample was pipetted. Upon review of the provided alarm trace data, 2 abnormal aspiration alarms occurred on the day of the event. A sample clot detection alarm occurred on (B)(6) 2022. Several sample foam detection and sample short alarms were also observed. These errors indicate a possible pre-analytic sample handling issue. The field service engineer stated that the gear pump head has never been changed on the analyzer. The gear pump or gear pump head needs to be exchanged after 5000 operation hours. The engineer adjusted the pressure and cleaned the rinse station. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.